Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 10ml ls 21x1-1/2 dn india bp tip was damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: 2ml & 5ml syringe tip gets stuck in 3way stopcock of device, and tip gets damaged, break detached from syringe in to the 3way port hub.

Manufacturer narrative:
Investigation: the DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 9002752 until lot release. No customer return sample and photograph are available for investigation. The team reviewed the process controls of assembly process and packaging process. All process controls are in place. The team also checked the syringe tip force as measured during the manufacturing of customer reported lot 9002752 which found within the specification limit there are various factors involved in luer tip damage like dimension luer slip of syringe, tip outer diameter etc. The dimension of barrel tip of retention sample of 10mll emerald syringe 24g are checked and conforms within specification limit. It is also observed that 10 ml emerald 24g is not the right product to be used in the three way port hub, for further investigation we will require a practice demonstration video to comment further.

Event description:
It was reported that bd¿ syringe 10ml ls 21x1-1/2 dn india bp tip was damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: 2ml & 5ml syringe tip gets stuck in 3way stopcock of device, and tip gets damaged breaked detached from syringe in to the 3way port hub.